Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and motor error alarm. The customer¿s blood glucose was 324 mg/dl at the time of incident and declined high blood glucose troubleshooting. Customer stated that the insulin pump buttons were hard to press and there has been several motor error alarms. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing but over time it moves slowly. Customer also reported that the insulin pump would not give a low reservoir alert that caused his blood glucose to go high. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.